Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at the clinic with some palpitations. Technical support was contacted and confirmed there was loss of threshold capture noted on the right ventricular (rv) lead. A lead revision is anticipated and the patient was in stable condition.

Event description:
The right ventricular lead was repositioned to resolve the event and the patient was in stable condition.